Event description:
It was reported by the patient that during a pre-procedure check for an unrelated surgical procedure, they were told that their implantable pulse generator (ipg) was not working properly. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.